Manufacturer narrative:
Currently, analysis is pending. Report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device did not have telemetry when received. Visual inspection shows dents on both sides of the can below the header opposite the ports. The dents are directly over the hybrid. The device was opened and a battery measurement of 3.057 volts was made. Once the device case was opened, however, the device had telemetry. Device memory showed no faults or warnings.

Event description:
Boston scientific received information that this device was returned with no field allegation. There was a telemetry issue which made it so you could not interrogate the device upon return. No adverse patient effects were reported.